Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the loading unit was pre-fired and engaged in interlock with the jaws open. There were staples protruding from proximal staple cartridge channel. The tissue stoppers were observed to be damaged. Functional evaluation was not performed since the condition of the received unit precluded any functional testing. Having the pre-fired staples as observed during the visual application suggests that the instrument was partially advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Additionally, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported condition no further actions have been deemed necessary at this time. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when on segmental resection of the lung, the stapler and reload was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. There was no patient injury.

Manufacturer narrative:
The device has been received and an evaluation is still underway. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when on segmental resection of the lung, the stapler and reload was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. As stated, they used another device to complete the case. There was no patient injury.